Event description:
Additional information was received from an hcp via a manufacturer representative on (B)(6) 2020. It was reported that the event was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 10-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen (unknown dose and concentration) via an implantable pump. It was reported at the intrathecal baclofen (itb) pump replacement today ((B)(6) 2020) when the hcp went to connect the existing 8780 to the new pump (back table prime of 0.3mls) the hcp damaged the metal inside the catheter port and it "came out a little" from the connector piece. It was noted that the catheter had to be revised. The rep was inquiring about a priming bolus of the 5cm segment that was revised. It was noted that the revised catheter was already connected to the new pump and the existing distal portion was clamped with drug in it. It was reviewed a priming bolus would not be recommended and reviewed options. The rep will confer with the hcp. No symptoms were reported. The event date was (B)(6) 2020. No further complications were reported.